Event description:
Per the clinic, the patient developed swelling and biofilm infection at the implant site and subsequently was treated with oral, IV and topical antibiotics (specific date and duration not reported). The patient was also placed under general anaesthesia on (B)(6) 2025, to undergo multiple procedures to clean the infection around the implant site; however, the issue did not resolved. Subsequently, the patient was once again placed under general anaesthesia on (B)(6) 2025, in order to explant the device. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.